Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was not working too good which was clarified to mean they had a return of symptoms. This occurred in (B)(6) 2018. The patient stated that they had been feeling like they had to pee all the time again which was not supposed to happen. They noted that they had no problems with the implanted device until this issue. The patient thought maybe it was because the device was getting older. They mentioned they usually did not increase the stimulation and just left it on the same setting. The patient changed the batteries in the programmer and saw a power-on-reset (por) message. There were no recent medical tests performed or emi environmental exposure reported that could be related to the issue. The patient was going to follow up with healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.